Manufacturer narrative:
A customer from (B)(6) had reported to biomérieux misidentifications for two external quality control samples in association with the vitek® ms instrument. Vitek ms results : sample 1 => single choice to yersinia pseudotuberculosis sample 2 => single choice to bacillus cereus alternative methods (culture & pcr) sample 1 => yersinia pestis sample 2 => bacillus anthracis an internal biomérieux investigation was performed. All data submitted was analyzed. Investigation conclusions: =>system log files indicated that fine-tuning was not optimal at the time of testing. => a spot preparation issue has been detected. -samples ID 1: regarding the information provided, the most probable identification is yersinia pestis. -samples ID 2: regarding the information provided, the most probable identification is bacillus anthracis. There is a specific limitation in the vitek ms v3.0 knowledge base clinical use ref.161150-556 - b for these 2 species : "highly pathogenic microorganisms: refrain from testing suspected b. Anthracis or y. Pestis isolates on the vitek® ms system. Perform additional tests using other identification methods in the event of an identification result reported by the vitek® ms system as b. Anthracis or y. Pestis."

Event description:
A customer from (B)(6) reported to biomérieux misidentifications for two external quality control samples in association with the vitek® ms instrument. Vitek ms results : sample 1 - single choice to yersinia pseudotuberculosis. Sample 2 - single choice to bacillus cereus. Alternative methods (culture and pcr) sample 1 - yersinia pestis. Sample 2 - bacillus antracis. The incubation temperature was 37 ° c. The growth of yersinia was observed on the medium of endo agar and blood agar, and bacillus was cultured on blood agar and differential-diagnostic medium for staphylococci. There was no patient involvement as the event pertained to quality control samples. A biomérieux internal investigation will be initiated.